Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial head, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 1 of 2 for complaint (B)(4). This report is for an unknown radial head.

Manufacturer narrative:
(B)(6). Expiration date reported as january, 2018. A device history review was conducted. The report indicates that nemcomed (now known as avalign technologies-nemcomed) manufactured the 22mm cocr radial head std ht/12.5mm, part #09.402.022 and lot #6905533 on po #1367046 for 42 parts delivered on december 3, 2012 and processed on work order #2942318. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 29, 2012 and was inspected and conformed to the synthes final inspection sheet ns051180, revision ¿a¿. The parts were labeled, packaged, sterilized (po #1517649) at sterigenics (corona) and released to the warehouse on february 11, 2012, with expiration date january 2018. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.